Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retained in patient for over a year. An upper endoscopy (egd) was performed and confirmed the capsule is still attached, there was no reported patient outcome. Also, the physician would like to know if they should remove the capsule or if it is okay to leave it in the patient.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.